Event description:
An olm intracranial pressure monitoring kit was involved in an incident that was described as follows. This is the third report of three. Cross ref with MFR 2023988-2012-00026.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.